Event description:
Customer reported the image is lost when moving from ap to lateral. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the high voltage cable. System operates as intended.